Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient experienced low flow alarms post-operation day 2 and the system controller was exchanged. Review of the patient's waveforms confirmed the event. The patient developed an ileus post-operation. The patient also had gilberts syndrome with a rising ldh and total bilirubin. A tee ramp was performed to prove pump function; it did appear that the pump was working well with a small left ventricle. Echo results: the patient was met in echo for tee to evaluate her heart pump function in the setting of the rising ldh and total bilirubin. The patient had only one documented pl event and flow pl and pp have all been within +1/-1 of each other since the system controller was changed out on (B)(6) 2014 for low flow alarms. The patient was fairly jaundiced and tearful, the exam and rational were all explained to her understanding. The patient had been npo most recently for a post-op ileus. She was on medication and hypertensive. The patient's heart rate was erratic with pvcs and pauses with possibly af and intermittent v pacing without capture. The following physician recommendations were given: increase mivf to 100hr to increase lvc, currently hold off on diuresis. Decrease bp < 90 since she is primarily pump dependent. Interrogate ICD for optimization of rhythm.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided.(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: on (B)(6) 2014 there was a red heart alarm. Echo showed no obstruction or evidence of rv failure on milrinone. The controller was exchanged and flows intermediately improved with cessation of red heart alarms.

Manufacturer narrative:
The reported event of a low flow alarm was confirmed based on the information recorded in the log file. The system controller was functionally evaluated and the investigation determined the controller was operating as expected. The system controller operated a mock circulatory system with no unusual events or alarm conditions observed. The expected estimated flow was displayed throughout the investigation and it was identical to the values calculated by a test system controller. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.